Manufacturer narrative:
(B)(4).

Event description:
It was reported ""balloon unraveled. Attempted another wouldn't go through the sheath, new sheath successful". The customer is unable to provide any further information on this issue. The customer has also not responded to our additional request for more information. Please see associated MDR#: 3010532612-2025-00099.

Manufacturer narrative:
Qn#(B)(4). The serial number (B)(6) recorded on the complaint report matches the serial number on the returned sample. Returned for investigation was a 40cc 8.0fr rediguard intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in bio-hazard bag. Upon return, the one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. Kinks to the iabc central lumen were noted at approximately 7cm, 8cm and 17.5cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0071in-0.0076in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through iabc distal tip. Resistance was noted at approximately 7cm and 8cm from the iabc distal tip, which are the locations of the previously noted kinks. The guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "balloon unraveled" is confirmed. The iabc bladder was fully unwrapped upon receipt of the sample. The unwrapped bladder can result in difficulty advancing the iabc into the sheath/ patient. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the unwrapped bladder. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported ""balloon unraveled. Attempted another wouldn't go through the sheath, new sheath successful". The customer is unable to provice any further information on this issue. The customer has also not responded to our additional requets for more information. Please see associated MDR#: 3010532612-2025-00099.